Event description:
Implant fracture.

Manufacturer narrative:
Implant fractured. Product evaluation is not possilble. Implant is not returend. Article and batch are unkown. No further information available.